Event description:
A 6 mm diameter x 18 mm length racer stent delivery system was inserted into a pt for the endovascular treatment of a highly stenosed left renal artery lesion in 2004. It is unknown if the intended lesion site was pre-dilated. The pt's vessels were reported to have severe restenosis inside a previously deployed genesis stent. It was reported that the physician inserted the stent inside a previously deployed stent. While inflating the balloon, the balloon burst at 9atms, and the stent was deployed further in to the aorta than intended. No additional sequelae were reported and the pt is reported to be fine. The device was returned and analysis of the device is pending.